Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update (date)- pfs and medical records received. Pfs reported elevated blood metal levels, constant pain, drastic decreased mobility, and patient could not run, jump, cross legs or walk fast. Medical records reported stiffness with sitting but no pain on the right side. Chromium lab result was less than 7 parts per billion. There is no report of right hip revision at this time. There is no product list or sticker sheet with part/lot information. There is no new additional information that would affect the existing investigation. The complaint was updated on: feb 4, 2016.

Event description:
Pfs and medical records received. This complaint is legal. Pfs alleges pain, increased metal ions, and decreased mobility. It should be noted that the primary revision note states the patient had a ceramic head implanted, not metal as pfs alleged increased metal ions

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
In addition to what were previously alleged, ppf alleges metallosis and metal wear.